Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to an infection. The source o f the infection was suspected to be the right atrial (ra) lead and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.